Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported leakage from the balloon part at first inflation during preparation. The procedure was completed with another new one. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported leakage from the balloon part at first inflation during preparation. The procedure was completed with another new one. There were no reported clinical consequences to the patient.